Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that during an implant procedure, the physician was unable to tighten the right atrial (ra) lead set screw of the im plantable cardioverter defibrillator (ICD). The ICD was not used and a different device was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: evaluation codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.